Manufacturer narrative:
An event regarding pain & revision involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined since the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient presented with a painful hip. Doctor removed head and liner. Washed out site and replaced liner and replaced with ceramic head.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 542-11-52e, trident psl ha cluster 52mm, lot code: ve133d ; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: y5176a ; cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: n24wh1; cat. No.: 6260-9-036, v40 cocr lfit head 36mm/-5, lot code: ay5wyr ; cat. No.: 6720-0635, size 6 accolade ii 132 deg, lot code: 50434208. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient presented with a painful hip. Doctor removed head and liner. Washed out site and replaced liner and replaced with ceramic head.